Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to transient cerebral ischemia. Enocardiogram was performed and revealed the right ventricular lead had been implanted in the left ventricle. On (B)(6) 2016, the lead was repositioned. The patient was in stable condition during and post operation.